Manufacturer narrative:
(B)(4). Concomitant medical products - medical product - n-k flx gsf np fem sz 4 rt, catalog#: 00541401702, lot#: 60879206, nexgen all poly pat 29 dia, catalog#: 00597206529, lot#: 63452798, pat rmr bld w/pilot hole, sz29, catalog#: 00597909529, lot#: 63417842, nkii np stem tibial rt size 2, catalog#: 630701220, lot#: 63430322.

Event description:
It is reported that the patient was revised due to infection. Surgeon irrigated knee and placed a trial articular surface with plan for patient to return on (B)(6) 2017 for another wash out and removal of trial and reinsertion of a tibial articular surface implant.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.